Event description:
A (B)(6) pt was undergoing a declotting procedure on (B)(6) 2013. The 7fr performer introducer sheath fractured at the hub and was left in the pt. The sheath was able to be fully retrieved and the pt is fine. Successful retrieval of the sheath from an additional arm access site while utilizing a retrieval device. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
No product was returned to assist in this investigation. The physician reported sheath separation; however, based on the information provided, it is difficult to determine with certainty why this failure mode occurred resulting in minor harm to the pt having undergone medical intervention to retrieve the separated segment. These devices are 100 percent inspected for sheath integrity, including surface of the sheath is free of excessive dents, bumps, or scratches and correct size and type of material have been used. The appropriate internal personnel have been notified and we continue to monitor complaints for similar events. No additional actions required at this time. Per (B)(6), additional action is not required at this time based on the associated risk.